Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus and unable to be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 was not detected on the bus. The field service engineer (fse) resolved issue by inspecting the module controller and finding that it showed no lights. The module controller was replaced, and one drawer controller was plugged in and started without issue. The next drawer controller was then connected successfully, and the drawer was configured. A hardware test was performed using the final test in the hardware test application, and the test was successful. The system functioned as intended after the field service engineer repaired the device.